Event description:
The balloon port/lumen leaked water during the night following catheter insertion, the balloon deflated. Feeds/gastric contents leaked around the catheter into the subcutaneous and subfascial plains. The catheter was returned (nurse returning) into stomach and stomach taken up to the peritoneum. Pt required operative debridement of abdominal wall, developed organ failure ("sirs") and died.